Manufacturer narrative:
Initial 3 of 7. E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set adhesive event on 26 feb 2026, as the customer stated that patch folded/stuck to itself prior to insertion. The blood glucose level was high, which was treated by correction bolus via pump.